Manufacturer narrative:
The valve was received for evaluation. DHR: product code 82-3842 with lot 3288506 showed an nr-report when released to stock on the 25th january 2019. UDI : (B)(4). Manufacturing date 22nd november 2018. Expiry date 31st october 2023. Failure analysis: the valve was visually inspected; biological debris was noted. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, failed the test an occlusion was noted. The valve could not be leak, reflux and pressure tested due to the occlusion siphon guard passed the test. The cam mechanism was moved, the valve was tested again for programming, passed the test. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was noted in the valve casing, on the spring on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root cause for the programming issue noted during the investigation was due to biological debris found in the valve casing, on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root cause for the occlusion reported by the customer is due to the biological debris found in the valve mechanism. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the hakim valve (ID 823842 - chpv inlin/sg integral con) was implanted via v-p shunt due to secondary normal pressure hydrocephalus on (B)(6) 2020. An initial setting was unknown. The patient developed an orientation disorder and cerebral ventricular enlargement was observed. The valve pressure was changed, but the symptoms didn¿t improve. Valve occlusion was suspected, and it was replaced with a new valve via l-p shunt on (B)(6) 2020.